Manufacturer narrative:
Additional, corrected, and/or changed data: d9, h3, h6. Device analysis: the category/subcategory of injector ¿ slider resistance is unable to verify since a functionality test cannot be performed due to the condition of the injector. The needle guide was detached and not returned. The needle was observed to be severely bent at the shaft. Based on the gap/separation which was observed between both case halves (on one side of the injector only) it appears the needle guide likely was previously detached from the injector by the complainant. The complainant did not report the severely bent needle, the missing needle guide, or the gap between both case halves. The needle is so severely bent that the needle cover cannot be inserted properly onto the needle. The condition of the injector is likely due to complainant handling; therefore, no further evaluation of the needle guide, needle, or gaps between the case halves is required.

Event description:
Healthcare professional reported a xen®45 gts "bad slider, not moving well" during implantation in left eye. Surgery was completed with second xen®45 gts device. No eye injury noted.

Event description:
Healthcare professional reported a xen®45 gts "bad slider, not moving well" during implantation in left eye. Surgery was completed with second xen®45 gts device. No eye injury noted.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of slider resistance is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a xen®45 gts "bad slider, not moving well" during implantation in left eye. Surgery was completed with second xen®45 gts device. No eye injury noted.